Manufacturer narrative:
The reported event of unable to interrogate using radio frequency (rf) telemetry was not confirmed. Data analysis of the device image suggested rf telemetry overshoot had occurred in the field due to excessive rf usage in a short period of time. This feature disables the high-power telemetry to prevent battery drain due to unintended excessive usage. As received, the period had expired. Device showed normal characteristics and the device was successfully able to be interrogated on various merlin programmers. Rf telemetry could be enabled and disabled with no issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to distribution. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Electrical and mechanical analysis performed indicated normal device functionality. Longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that prior to an implant procedure, the device was unable to be interrogated via rf telemetry. The device was not implanted and was replaced to resolve the event. The patient was in stable condition.